Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding broken cable was confirmed by failure analysis. Common causes of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.